Event description:
While the aide was transferring a pt from the bed to the chair, the clip on the sling disconnected from the lift, causing the pt to slide out head first. The pt fell about one foot and hit the left side of her head. She was rushed to the hosp but from the best knowledge of the customer, did not sustain any injuries.

Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.